Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). As no serial number was provided, a device history report could not be run. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
An anonymous biomedical technician from an unspecified user facility reported an unspecified fresenius hemodialysis machine with visible burn damage found on the actuator board. This was reported via a social media forum for hemodialysis technicians. The issue was reportedly found during machine repair for a flow error. There was no patient involvement reported. There was also no specific machine, clinic, or contact information provided. If additional information is received, a supplemental report will be submitted.